Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0425114v, implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: lead; product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for postlaminectomy pain. The patient stated that they had their scs system implanted prior to their intrathecal pump and they did not like the tingling sensation at all. The patient stated that it was horrible and stimulation had become more irritating than helpful. The patient mentioned shocking and told that it had pulled away from their spine. There were no falls or traumas reported. It was reported that the stimulation sensation was not helping their pain anymore after a while and the shocking was reported to have maybe started at the beginning of 2011. The system had been explanted. It was reported that the patient wanted to gather information about hd stimulation settings. The health care professional (hcp) mentioned trying the patient's scs system again to target their lower leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.